Event description:
It was reported that the patient was revised approximately 2.5 years post implantation due to aseptic knee mobilization. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - italy the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00520.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a femoral and an articular surface that is assembled with a tibial plate. No other definitive statements can be made as the devices were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.